Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook (pch) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing that the plastic tip of the permanent cautery hook (pch) was found to be cracked. There were no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the reported issue was found in sterile processing after the procedure. There were no issues with the instrument during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis on one side near the ear of the clevis. The broken pieces was not returned with the instrument. Components adjacent to the distal clevis show scratches damage which may indicate potential mishandling/misuse. Additional finding not reported by site: after the visual inspection, the instrument was found to have a frayed pitch cable at the distal clevis. Some bundles/filaments of the cable were frayed but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The components surrounding the frayed cable did exhibit abnormal sharp edges or damage that may have contributed to the cable fraying. The complaint was confirmed by failure analysis.